Manufacturer narrative:
Technician found bed in medsurg room was able to place nurse call, with response not heard in expected location due to bent pins in p379 cable connector. Straightened bent pins tested functions, to resolve this issue.

Event description:
Complaint alleged that the pt in bed in medsurg was able to place nurse call. Response not heard in expected location. No injury alleged.